Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor underinfused solution. This occurred before patient infusion. The device was compounded with piperacillin and tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.